Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. There is a suspected fracture on the pace/sense portion of the rv lead. The impedance spiked and short interval counts (sic) increased. There was also intermittent capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead implanted: (B)(6) 2009; 419488 lead implanted: (B)(6) 2009.